Event description:
It was reported an external fluid leak (saline solution) was observed originating from the blood pump segment tubing of a gambro cartridge dn prime line during prime. Upon further inspection, ¿a cassette fissure¿ was noted. There was no patient involvement. No additional information is available.

Manufacturer narrative:
E1: initial reporter last name, address, phone number: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation along with photographs of the sample and eight (8) retained samples. Eight (8) retained samples were evaluated. Visual inspection of all the sets did not identify any abnormalities that could have contributed to the reported condition. The sets underwent functional testing including leak testing by injecting air pressure of 26.04 psi for ten minutes under water and no leaks were observed in any of the sets. Visual inspection of the provided photographic samples, shows a crack running across the entire front of the venous chamber. In addition, visual inspection of the actual sample the arterial chamber was found to be ruptured. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.